Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of high blood glucose event was above 400 mg/dl for about 6 to 8 hours. Customer stated that insulin flow was blocked. Troubleshooting of insulin flow block was unknown. Customer change tubing but still issue was not resolved. Customer took another reservoir and new bottle of insulin then blood glucose level was 371 mg/dl. Customer stated insulin pump appeared to be working in rest of the day. Customer's blood glucose level was 349 mg/dl. The insulin pump will be returned for analysis.